Event description:
It was reported that this pacemaker was oversensing noise on the right atrial (ra) channel. The noise on the ra channel appears to be related to the minute ventilation signal. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.